Manufacturer narrative:
The device was not received for evaluation and no photo was provided; complaint not confirmed. The most likely probable cause of the event is attributed to wear and tear.

Event description:
It was reported the ar-6480, pump is spinning extremely fast and excessive amounts of water are being distributed. Pending additional information.